Event description:
It was reported that the micro oscillating saw ran without user activation during a routine equipment evaluation at the user facility, by a manufacturer's service tech. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device is not available for evaluation. A follow-up report will be filed if the device is received and after a quality investigation has been completed.